Event description:
Pt was admitted to the hosp for bilateral breast implant removal and replacement secondary to ruptured breast implants. These were double lumen implants. The outer saline filled lumen on the right side had ruptured and the inner silicone lumen was still intact with no free silicone found. The left implant was ruptured. Bilateral total capsulectomies were also performed. These breast implants had been placed in 1978 for costmetic reasons. Pt authorized hosp to dispose of surgically removed breast implants.